Event description:
It was reported that an nc sprinter balloon was used for post dilation. It was reported that the balloon was brought up to 16 atm's and instantly lost pressure because back flow of blood into indeflator. It was reported that the physician attempted to remove balloon and experienced "more resistance than usual" and that the physician feels that on reflection, "pulling back the balloon with lots of resistance pulled the guide in and that perforated that artery". It is reported that the proximal end of balloon tore. Device evaluation: the balloon had been partially inflated. A 5mm longitudinal tear was present at the balloon bond running in a proximal direction along the distal shaft. The distal outer shaft material at the burst site was stretched and jagged. The device failed negative prep and could not be pressurized. The distal shaft was kinked 14cm proximal to the balloon bond. The balloon bond gap length measured 1mm, specification = 0.0 - 0.3mm.

Manufacturer narrative:
(B)(4): evaluation, results: (related to operational context) - shaft leak and removal difficulties most likely procedural related. (Another device caused failure) information received stated that the guide catheter has caused the vessel perforation. Conclusions: (related to operational context) - shaft leak and removal difficulties most likely procedural related. (Another device caused failure) information received stated that the guide catheter has caused the vessel perforation.